Event description:
It was reported that there was high threshold on the lead. The physician opted to change the lead due to high programming output needed on the current lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.